Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer reported their blood glucose rose to 600 mg/dl. The customer also reported bent cannulas on the infusion set. Customer declined to return the insulin pump for analysis.